Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual review identified that the two devices were assembled. However, there was a visible gap between the tray and poly components. The devices were disassembled and dimensional analysis conducted on comprehensive reverse tray; dimensional analysis was not completed on the bearing as it was damaged after disassembly. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-01583, 01584.

Event description:
It is reported that the locking ring would not spread and the humeral bearing would not lock into place during assembly on the back table during surgery. No further information is available at this time.